Manufacturer narrative:
Findings: pump passed all operating currents tested with in the specific range and passed off no power test. Pump monitored and tested with no failed battery test, unexpected low battery alarm or no blank display noted. Pump received with stripped battery cap coin slot(p), cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer received low battery and failed battery test alerts yesterday. The customer did change the battery and receive blank display. The customer stated that there is cracks on low bottom left corner, top right corner and damaged battery cap. The customer stated the damage occurred to regular wear and tear and device was dropped once or twice before. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was offered that replacement pump is to be sent out.